Event description:
It was reported that the pump was being replaced due to nearing end of battery life. Upon disconnecting the existing catheter from the existing pump the healthcare provider noted that there was a retro-grade flow of cerebral spinal fluid from the connector site but it was not a brisk retro-grade flow. The hcp then disconnected the catheter at the connector pin site from the proximal and distal segments at the pt's spinal site and noted that there was a very brisk retro-grade flow of cerebral spinal fluid from the distal catheter. He made the decision to leave the existing spinal catheter implanted and to replace the proximal segment of the catheter in addition to replacing the pump, as was originally planned. The pt's only symptomatic presentation was that she was becoming "tight" at her last refill appointment, besides the fact that she was requiring escalating dose of baclofen when she came for her fills. There were no troubleshooting procedures performed. The pump was filled with lioresal, 2,000 mcg/ml. The dose was decreased from 1,381 mcg/day to 1,200 mcg/day, given in evenly divided boluses every 4 hours. The pt was reported doing fine following her discharge from the pump implant procedure and was scheduled for a f/u visit august 10.

Manufacturer narrative:
(B)(4)